Event description:
It was reported, the pt had an episode where he felt faint, and he was taken to the ER. The pt was hospitalized due to blood clots. It was reported, the pt had a history of cardiac and pulmonary issues. It was reported, the pt had not had his stimulation turned prior to the event, and the treating physician did not believe the issue was related to the scs system. Follow up identified the pt had received clearance from his physician to have the scs system turned on. On (B)(6) 2012, the sjm rep met with the pt and turned his stimulation on. It was reported the pt received effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.